Manufacturer narrative:
The reported events were failure to extend the helix, inadequate capture, and r-wave amplitude variation. The reported event of failure to extend the helix was confirmed, while the reported events of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed the helix to be retracted and clogged with blood/tissue. Additionally, x-ray examination revealed the inner coil inside the connector region to be over-torqued, which is consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque was applied to the connector pin. The cause of the failure to extend the helix was isolated to the helix being clogged with blood/tissue and an over-torqued inner coil, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination did not reveal any other anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, an increase in the capture threshold and a decrease in the sensing threshold was observed on the right ventricular (rv) lead. During a revision procedure, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.